Event description:
V-care was being used to manipulate the uterus during surgery. Handle on v-care broke.====================== manufacturer response for vcare handle, vcare (per site reporter)======================manufacturer responded that the examination of the returned devices has confirmed that the handle weld was either broken or compromised. The root cause has not been conclusively determined; however, this is a known issue and corrective /preventative measures are being explored and implemented.